Manufacturer narrative:
Method: the iw910 mobile infant warmer was received at our fisher & paykel healthcare service (B)(4), where it was inspected by a trained fph service technician. Results: cracking was found on the upper and lower head casings. The heating element was also found to be faulty. Damage was also found on the fascia panel and support arm. Conclusion: based on the observed damage, we can conclude that the most likely cause was some form of impact to the warmer head. The iw910 infant warmer is a mobile unit that can be moved from one location to another. It is possible for the warmer head assembly to incur accidental impact damage through collision with walls or swinging doors during transport as the warmer head can be swivelled by about 130 degrees from its centre position. It must be noted that this warmer was almost ten years old. A repair report was sent to the hospital but they declined the repair offer and the warmer has been sent back to them at their request.

Event description:
A hospital in france requested a repair of an iw910 mobile infant warmer without specifying what was at fault. Subsequent inspection of the subject warmer revealed that the the head casing was cracked. No patient consequence was reported.